Manufacturer narrative:
The event of lead migration was reported to abbott. Lead migration was confirmed via x-ray. The leads were explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.

Event description:
Related manufacturer report number: 3006705815-2023-04990. It was reported that the patient experienced ineffective stimulation and was unable to feel stimulation in tonic or burst. X-rays confirmed that the cervical lead had migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.